Event description:
It was reported that the patient received inappropriate high voltage therapy in 2009. The pocket was reopened and it was discovered that the right and left ventricular leads had been reversed in the pulse generator header at implant. The leads were placed in the proper position, and normal function ensued.

Manufacturer narrative:
No medwatch form was received.